Manufacturer narrative:
Additional information is not yet available for this event. Device is not available for evaluation, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available. Device not available for evaluation.

Event description:
As reported by the customer, the device was being operated with expired aldahol disinfectant. The disinfectant had not been changed on the 14th day as required. There is no reported harm to any patient as a result of this event. The device had received an e01 error for insufficient water supply. When the device was checked, the lcg light was observed to be flashing, indicating change needed to the disinfectant. Customer changed the disinfectant and the e01 error was noted to be no more.

Manufacturer narrative:
The device is not available for evaluation since the issue was resolved with troubleshooting. As such, an actual device evaluation is not performed. An evaluation is done based on historical records and communication. Additional information received from customer. This supplemental report is being submitted to provide this information. Customer had called for troubleshooting when the device issue was noted. There has been no problem with the device since. The device disinfectant is being changed regularly as required. No other devices were affected by the issue, nor was there any adverse impact on any patient. No information on the staff training and experience in the use of the device is availalbe. The device history record review confirmed that device conformed to specifications at the time of shipping. The device has no repair history. No defect was found from the subject equipment. It is likely that this event occurred because the user forgot to replace the disinfectant solution at appropriate period. The instructions for use in the oer-pro operation manual includes the following statements: 6.4 setting the disinfectant solution counter ¿note on the disinfectant solution counter function aldahol® 1.8 olympus america medical ¿convenient 14-days use life.